Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017. Customer stated that she took 5 units of insulin because she had a high of about 570mg/dl. Customer¿s blood glucose value at time of incident was 579 mg/dl and current blood glucose value was 366 mg/dl. The customer was treated with manual injection. Customer was alleging that the insulin pump was under delivering. She gave herself multiple bolus and still was not going down and she kept getting no delivery alarms at night which was resolved and the pump was working as designed. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.